Event description:
Home patient (hp) reports that pt line of her homechoice set became disconnected from the transfer set during automated peritoneal dialysis treatment. Hp ended treatment early and did a manual drain with the assistance from the baxter technician. Hp reports she was on vacation at the time of incident, went to the emergency room, and rec'd prophylactic antibiotics. Hp reports she has responded to treatment.